Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch and pacing inhibition. The noise was reproduced with pocket manipulation and isometric exercises. No intervention was performed. The patient was stable.